Event description:
The customer reported the device has a shock equipment malfunction. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has a shock equipment malfunction. There was no reported pt involvement. A philips bench technician evaluated the device and confirmed the failure. The dump log showed a vcap residual charge that caused the shock equipment malfunction. The therapy pca was replaced to resolve the failure. The device passed all performance assurance tests and was sent back to the customer.